Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported by a field clinical specialist (fcs), during a tf tavr procedure of a 23 mm sapien 3 ultra valve in the native aortic valve, difficulty advancing the crimped valve out of the open end of the esheath plus in the descending thoracic aorta. Noticeable "pop" when the valve exited. Upon removal of the esheath plus at the end of the procedure, the tip of the sheath was torn. No vascular complications, and the patient left the room in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The esheath plus was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed due to no device/imagery provided. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''during a tf tavr procedure of a 23 mm sapien 3 ultra valve in the native aortic valve, difficulty advancing the crimped valve out of the open end of the esheath plus in the descending thoracic aorta. Noticeable ''pop'' when the valve exited. Upon removal of the esheath plus at the end of the procedure, the tip of the sheath was torn.'' The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. However, due to insufficient imagery and no returned device, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was initiated and to address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions.